Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the distal left iliac artery. A 8x40x120 epic¿ vascular stent was advanced and implanted to treat the lesion. However, after deployment, a tear was noted on the implanted stent. Subsequently, an 8x60 stent was deployed, successfully overlapping the 8x40 epic stent and the procedure was completed. No patient complications were reported and the patient's status was stable.